Event description:
The manufacturer received information alleging white fibers in the patient's mouth and the humidifier reservoir. There was no report of harm or serious injury to the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The device is a replacement device. H3 other text : device not returned to manufacturer.